Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was oozing blood, no further information was noted regarding the oozing. Also, the patient¿s systemic vascular resistance was down in the 700¿s, and the patient was thought to be in in distributive septic shock. The clinician noted septic shock may have been coming from the limb ischemia as the impella left leg, which was cooler than the right leg. The plan was to turn down the pressure level and increase pressure support to support the septic shock. Additionally, the patient went into non-sustained ventricular tachycardia (vt) followed by supraventricular tachycardia. Amlodipine and lidocaine were administered as the patient had been in atrial fibrillation at a rate of 90¿s, partial pressure of oxygen dropped, and fraction of inspired oxygen was increased to 50%. The patient continued to do poorly with runs of vt overnight, orange complexion, left foot was cold and purple. Ventilator support was increased, additional information noted the patient was made care measures only, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.